Event description:
The customer used the device to check their blood glucose and obtained results of 197 - 230 mg/dl for several weeks. Customer went in for a doctor's appointment and their device read 199 mg/dl. The doctor checked their glucose on the office equipment and the result was 800 mg/dl with repeat tests of 801 and 800 mg/dl. Customer was taken to the hospital via an ambulance and admitted for three days while they treated customer with insulin. Customer said controls were in range on the system. The device was replaced and requested to be returned for evaluation.